Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. In this case, based on the information reviewed, the reported slda was due to patient anatomy (fragile leaflets) in the physician¿s opinion. A cause of the reported poor image resolution cannot be determined. The reported tissue injury appears to be due to the slda. Tissue injury, as listed in the triclip system instructions for use (cl1014525, revision a, potential complications and adverse events section), is a known possible complication associated with triclip procedures. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Clinical information: (B)(6), patient site: (B)(6). It was reported that on (B)(6) 2026, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 3. An xtw clip (60311r1026) was inserted and placed on the valve. It was noted that the clip had detached from the anterior leaflet and remained attached to the septal leaflet. Tissue damage was observed on the anterior leaflet. To stabilize the clip, an additional xtw clip (60311r1004) was inserted and placed on the valve. However, the clip detached from the septal leaflet and remained attached to the anterior leaflet. Tissue damage was observed on the septal leaflet. To stabilize the clip, a third xtw clip was implanted, reducing tr to a grade of 2. There was no clinically significant delay in the procedure.